Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced a tape not sticking issue, resulting in the infusion set coming out after it was accidentally hooked onto something event on (B)(6) 2026. No further information available.